Manufacturer narrative:
H3. Product analysis findings: no damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing pulled back. The distal wire was found separated from the hypotube proximal to the wire weld and found within the phenom-27 catheter hub and proximal catheter. The phenom-27 was cut to extract the distal delivery wire and braid. The resheathing pad, proximal bumper and resheathing marker were found intact. The dps restraints, ptfe dps sleeves and tip coil were damaged during extraction. Once extracted out of the phenom-27, both ends of the pipeline flex w/ shield braid were found fully opened, frayed, and damaged. The phenom-27 micro catheter total length was measured to be ~158.5cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref) = 156.5cm usable = 150cm ± 5cm). The inner diameter was measured to be 0.0270¿ at both ends, which are within specification and compatible for use with the pipeline flex w/ shield. The pipeline separated distal wire was sent out for eds analysis. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex) could not be confirmed, as both ends of the braid were found fully opened. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was over-stretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. Customer reported that the distal portion of the device was positioned in a bend, devices were prepared per IFU, and patient vessel tortuosity was moderate. The pipeline flex w/ shield and the phenom-27 catheter were found damaged. From the damages seen on the catheter body (flattened), ptfe shrink tubing (damaged) and braid (frayed/damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex w/ shield through the phenom catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. The distal wire of the pipeline flex w/ shield delivery system was possibly d etached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against resistance. A review of the manufacturing process did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated dual antiplatelet therapy (dapt) was administered per local protocol, and the platelet reactivity units (pru) level was unknown. There were no attempts to rectify the wall apposition, and no medical or surgical intervention was required. There were no images for review.

Manufacturer narrative:
G3: PMA/510(k) corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline would not open distally. The operator pushed the wire very slowly, and re-sheathed the pipeline to make the ptfe sleeves turn into their selves but with no success. About 20-25% of the device was pushed out, but the pipeline still would not open. It was noted the distal portion of the device was positioned in a  bend, and re-sheathing was performed less than three times. As a result, the devices were removed, and replacement devices were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU). Post-procedure angiographic results showed aneurysm neck was covered, but with little (~2 mm) distal apposition. There was no great wall apposition proximal or distally due to the anatomical location to be in tortuous anatomy, and it was noted to be a very challenging case.  The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 8 mm and a 5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a phenom 27 microcatheter.